Event description:
It was reported that an ilet pump on a wireless charging pad displayed a green indicator and a charging message, yet the battery percentage decreased from 48 to 40 while observed on a call, consistent with a charging problem associated with the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging malfunction localized to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.